Event description:
The customer reported that after approximately 45 activations, the knife became dull and would not cut tissue. Tissue was cut manually until a new device was opened to complete the procedure. This extended the surgery time by more than 30 minutes. There was no blood loss and no pt injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.